Manufacturer narrative:
Manufacturers ref# (B)(4). H6) ec method code: device not accessible for testing summary of investigational findings: a male patient with thoracic and thoraco-abdominal aneurysms underwent surgery were following devices were implanted: zteg-2pt-42-158-pf (complaint device), zta-pt-40-36-217 and thoraco-abdominal side-branch, cmd ((B)(4)). At the completion angiogram contrast was seen outside of the proximal complaint device, possibly indicating a type 1a endoleak. Balloon molding, which was not done initially, was now applied. A second angiogram was taken, which showed persistent contrast outside the complaint device. This was thought to be attributed by the volume of heparin given over the length of the procedure and it was decided not to perform any further action to resolve this at the same day, but to wait for a CT scan performed later to reveal if further intervention was needed. This CT, on (B)(6) 2019, confirmed that there was still contrast outside the zteg-2pt-42-158-pf consistent with a type 1a endoleak and that an intervention would be required. Therefore, a procedure was scheduled for the (B)(6) 2019 to extend the seal zone an eliminate the endoleak with a 44mm zta. No additional adverse effects to the patient was reported. 11 days post-op CT imaging dated (B)(6) 2019 (4 days after secondary intervention) and the preoperative planning sheet were provided and reviewed by an imaging expert. Per the imaging reviewer¿s finding¿s, a zenith thoracic alpha endograft (reported as 44-mm device) begins immediately distal to the innominate trunk, covering the origins of the lcca and lsa. The proximal graft diameter is 37 mm. A zenith tx2 (zteg 2pt 42 x 158 mm) endograft begins 15 mm distal to the lsa, overlapping with the proximal zta device by 109 mm. The proximal zteg graft diameter is 37 mm. Per the imaging reviewer¿s impression the zteg graft begins about 15 mm distal to the lsa on this study. It is unclear if the reported initial type 1a endoleak was due to graft migration or inadequate positioning of the proximal zteg at the time of primary repair. It is more likely to be the latter as this endoleak was seen at the time of repair and persisted at 1 week postop. The proximal neck from the lsa looks like it should be adequate for endovascular repair by the IFU, though preop imaging would be needed to confirm this. Based on the provided information an exact cause for this event cannot be established. Review of the device history record gave no indication of the device being produced outside of specifications. Per the IFU endoleak is a known adverse event. Cook will reopen the case if further information is provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) p070016. (B)(4). Investigation is still in progress .

Event description:
Description of event according to initial reporter: successful implantation of all 3 stated devices (zta-pt-40-36-217, thoraco-abdominal, side-branch cmd). Balloon molding of proximal seal stent was not initially performed (optional). Completion angiogram displayed some contrast outside of proximal tx2 graft which suggested possible endoleak, so balloon molding of proximal seal stent was now applied (coda) and a second angiogram was taken. There was still some contrast outside of the tx2 stent proximal end (which may have been attributed to the volume of heparin given over the length of the case and that a CT would be performed later to confirm whether it would resolve or require any further action. It was decided to not perform any further intervention on the day. A CT scan on (B)(6) 2019 confirmed that there was still contrast outside the tx2 graft consistent with a moderate type 1a (proximal) endoleak and that intervention would be required. Patient outcome: a supplementary procedure involving the placement of a proximal extension graft has been scheduled for (B)(6) 2019 to extend the seal zone and eliminate the endoleak. No additional adverse effect to the patient reported.